Event description:
It was reported that the pt underwent an umbilical and right inguinal hernia repair. As part of the surgeon's standard technique, the pt was given cephalosporins pre-op, intra-op, and post-op. The surgical area was washed with a cephalosporin solution. Two days later the physician aspirated the wound. Two days later, the pt was not feeling well and was seen by the physician. The physician aspirated the wounds. Clear and cloudy fluid was taken during aspiration, and antibiotics were changed. Five days later, the physician opened the wound. The following month the physician removed the mesh that was used to repair the umbilical hernia. The other mesh was left in situ.